Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a broken sensor. The customer's blood glucose reading was unknown. The father stated that the sensor broke and part of the connects got stuck inside. The father eventually got the parts out, but the metallic parts on the connector bridge looked damaged. The customer will return the pump for analysis.